Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had neck pain caused by wearing the lifevest around his neck. The patient reportedly used a cream on the area. The patient consulted his physician who recommended getting a massage and approved the use of the cream. Follow-up indicated that the pain was still present. The current medical condition of the pain is unknown.